Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. G4: 510k is unknown due to specific device not being reported the reason for the pain reported cannot be conclusively determined. Additionally, the failure cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported from a lawyer requesting reimbursement regarding a prosthesis implanted that was subject to the recall, that a patient has been in more pain since the implant procedure than they were prior to being implanted. Product information, product construct/joint, patient information, implant date are all unknown at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3 - the reason for the pain reported cannot be conclusively determined. Additionally, the failure cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. H6 - component code, investigation type, findings, conclusion.